Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologize for the lateness of this report.

Event description:
Consumer complaint about low blood results. Based on parkes error grid analysis, the bias between the lab result (91) and the meter result (31) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer complaint of about low blood results. Based on parkes error grid analysis, the bias between the lab result (91) and the meter result (31) is located in zone c/d. No adverse event reported.